Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery access to support the 70 year old female patient. She was admitted into the medical center with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. She had prior cardiac arrest with CPR and was on inotropes and vasopressors, while on a vent for respiratory needs. On the day of implant the team observed signs of limb ischemia. The leg was mottled. There is poor underlying cardiac output and both legs are unable to be dopplered for pulses. The underlying clinical status and metastatic lung cancer prompted the team to decide not to escalate care. The pump remains on despite poor condition of the patient and limb ischemia. Limb ischemia is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
New information/updated clinical review. An impella cp was placed via the femoral artery access to support the 70 year old female patient. She was admitted into the medical center with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. She had prior cardiac arrest with CPR and was on inotropes and vasopressors, while on a vent for respiratory needs. On the day of implant the team observed signs of limb ischemia. The leg was mottled. There is poor underlying cardiac output and both legs are unable to be dopplered for pulses. The underlying clinical status and metastatic lung cancer prompted the team to decide not to escalate care. The pump remained on despite poor condition of the patient and limb ischemia for 4 days and was then weaned and explanted. Limb ischemia is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ischemia/ cardiac failure: the cause of the injury was unable to be determined due to insufficient clinical details.